Manufacturer narrative:
(B)(4). The device was received and evaluated. The device was determined to meet specifications relative to the iipv identified during device logs review. No issues were identified during a review of the device's previous service history record (shr) that may have contributed to the iipv. The assignable cause for the iipv found in the logs was also undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with ultrafiltration (uf) volume of 1236 milliliters (ml) during cycle 4. The fill volume was 2000ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.